Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and pelvic abscess ('abscess') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial hyperplasia. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and pelvic abscess outcome was unknown and the pelvic pain, abdominal pain and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, device dislocation, heavy menstrual bleeding, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, menorrhagia (heavy menstrual bleeding) and migration. More than one essure related surgery. Discrepancy noted on essure insertion date - (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporter information and medical history added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and pelvic abscess ('abscess') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and pelvic abscess outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, menorrhagia (heavy menstrual bleeding) and migration. More than one essure related surgery. Discrepancy noted on essure insertion date -(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: quality safety evaluation of ptc (product technical complaint). Event pelvic abscess marked as medically significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') and pelvic abscess ('abscess') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation and pelvic abscess outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia, pelvic abscess and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, menorrhagia (heavy menstrual bleeding) and migration. More than one essure related surgery. Discrepancy noted on essure insertion date -(B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received. New event "abscess" was added. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for pain, menorrhagia (heavy menstrual bleeding) and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event injury nos was replaced with events- migration, pelvic pain, abdominal pain and menorrhagia (heavy menstrual bleeding). Patient demographic information updated. Essure stop dated updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.